Event description:
X-rays of the knee taken in (B) (6) 2008 show what appears to be a large cyst in the tibia. No other info is available at this time.

Manufacturer narrative:
Product recall initiated aug 21, 2007. (B) (4)